Manufacturer narrative:
This is a final report. Visual inspection and electrical evaluation have been performed by the responsible leica field service engineer on site. The reported malfunction was caused by a corrupted fuse holder due to a blown fuse (10 a). This defective fuse holder was not returned to the specification developer/ manufacturing site. Therefore an investigation was conducted on a representative sample by the specification developer. According to the investigation result the exact root cause of the corrupted fuse holder could not be determined. Based on further information and failure analysis of the responsible supplier ((B)(4)), the component of one similar case shows no material defect and is within specification. Consequently, it cannot be ruled out that the defect was caused by an application issue according to the supplier. The most frequent reason of this kind of component failure could be an oxidation or any contamination at the fuse contact area. Based on a review of the complaint statistic and the information from the responsible supplier, there is only one case known and the probability of occurrence is remote. The affected device has been repaired and put back into service.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems (schweiz) (B)(4) received a complaint on january 21, 2016 from (B)(6) stating that the fuse of a m520 f40 surgical microscope blew during a plastic surgery. The current fuse with 10a blew and the fuse holder corrupted during the procedure. The surgeon continued the procedure by using a loupe and completed the case. There was no patient / user injury.

Manufacturer narrative:
The previously reported manufacturing site information was missing and therefore the manufacturing site's address, fax number and email address are being submitted as described.